Event description:
This ra lead was implanted on (B)(6) 1998. A call to technical services on 1/3/2012 states that there was a yellow alert for low ra intrinsic amplitude detected on (B)(6) 2011. Rep wanted to review data, know algorithm and if could be due to afib wave. Discussed algorithm and possible that it could be fib wave if patient in afib at time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).